Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02659 and 1627487-2012-02660. The patient was undergoing an implant an implant procedure for a permanent scs system. It was reported the physician had difficulty placing the first surgical lead. He tried a second surgical lead and encountered the same issue. He allegedly attempted several entry sites with the second lead and a dural puncture occurred. The surgical leads are being reported as device 1 and device 2; it is undetermined which lead was involved with the dural puncture. The physician decided to use a percutaneous lead (device 3) instead and this lead was successfully implanted. It was reported the patient developed increased leg pain after the procedure and bilateral lower extremity weakness the following day. The physician explanted the patient's system on (B)(6) 2012. No further information is available at this time.